Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011245/k002188.

Event description:
The doctor reports that the implant container came empty. Procedure concluded using another implant. Type of bone and affected dental position = unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spwb10, (impl tapered sp 4.8mm 10m m octagon) for evaluation. Visual evaluation of the as returned packaging / vial identified it was empty. The outer vial's tamper seal / ring was observed broken. Inside the inner vial was empty, the coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2120004955. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004955 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.